Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint that the tubing twisted was confirmed, however; the reported complaint of a leak was not confirmed. A photo provided by the customer shows that the silicone segment was twisted near the upper fitment. The root cause of this failure was not identified.

Event description:
It was reported that the tubing twisted and leaked chemotherapy from the port by the spike. This causes delay since another dose was made after some was delivered to the patient. It was further confirmed during follow-up, that there was no patient or caregiver harm as a result of this event.

Manufacturer narrative:
Patient information requested but not provided. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing twisted and leaked chemotherapy from the port by the spike, this causes delay since another dose was made after some was delivered to the patient. There was no harm to patient.